Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detected on bus. User tried shutdown the station by unplugging the power cord and reconnect but unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 was off the bus and the data light flashing in back panel. A field service engineer (fse) powered down the station and reseated the drawer board ribbon cable. The system was then powered back on and verified with all indicator lights functioning normally. Final testing was completed in hardware test application (hta), after which the customer successfully recovered and refilled drawer 2.1 without issue. The system functioned as intended after field service engineer repaired the device.